Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was intermittent. The cause for the failure was a defective response button switch. The root cause for the defective switch was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.